Event description:
It was reported that while injecting a patient with a 25g x 1.5" bd general use sterile hypodermic needle, the needle broke off in use. The patient received an x-ray which visualized the broken needle in her abdomen. The patient subsequently had a laparoscopic surgery to remove the broken needle.

Manufacturer narrative:
A sample is available for evaluation. A review of the quality notifications revealed no irregularities during the manufacture of the reported lot number 4266689. Upon completion of the investigation, a supplemental report will be filed. (B)(4).